Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer received information on how to reset the pump and planned to call back for assistance in performing the reset.